Manufacturer narrative:
Trigger lock on breakaway head section.

Event description:
It was reported by service report that the breakaway head section was broken due to malfunctioning trigger locks. There was pt involvement; however, no adverse consequences were reported.